Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the buttons were pressed for more than three minutes as she wears the insulin pump in her bra. Customer also mentioned that there was sweat on the insulin pump. Customer then noticed an issue with the numbers ramping on their own. Customer also mentioned that the buttons sometimes get stuck. Customer's blood glucose reading at the time of the call was 201 and has treated with a bolus. No further information reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.